Manufacturer narrative:
Upon review this event has determined to be not reportable.

Event description:
According to the reporter, during gastric sleeve procedure, the reload was not able to be loaded on the handle. No patient adverse events were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastric sleeve procedure, the reload was not able to be loaded on the handle. The device double stapled. The surgeon started to remove the staplers clip by clip so that he wont' staple on the staplers again. No patient adverse events were reported.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual examination of the reload noted that it was partially fired and staple pushers were visible at the 4cm cut line. Functionally, the reload was applied to test media, where all remaining staples were placed and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.